Event description:
It was reported that prior to using a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, 5 ml, foreign matter was observed. The following information was provided by the initial reporter: syringe trays with particulate/fibers.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?:yes d.9. Returned to manufacturer on: 7-apr-2022 h.6. Investigation: our quality engineer inspected the three samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. The samples underwent ftir testing to determine the composition of the foreign matter particulate found within the samples. The results of the ftir testing were inconclusive and the particulate could not be identified. Therefore we are unable to determine the exact manufacturing related root cause of the failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that prior to using a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, 5 ml, foreign matter was observed. The following information was provided by the initial reporter: syringe trays with particulate/fibers.